Manufacturer narrative:
H6: component code 4755 added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the index mitraclip procedure was performed on (B)(6) 2012 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr 2. On (B)(6) 2020, a procedure was performed to treat normal development of the disease, mr jets in the medial and lateral position of the previous clip implanted in 2012. The first clip was implanted without problems and leaflet insertion assessment was performed per the instruction for use (IFU). After a couple of minutes, the clip appeared to have a single leaflet device attachment (slda). The clip had detached from the posterior leaflet. It was decided to implant another clip medial to solve the medial jet. The clip was placed and during deployment sequence, the lock line was pulled out approximately 25 cm and would not retract any further. The lock line did not work. Therefore, it was decided to deploy the clip and remove the lock line as part of the deployment. During this maneuver, the clip was opened and inverted, and it was decided to remove the clip to avoid embolism of the clip. A vascular surgeon was required to remove the clip from the vein. Mr remained the same. The patient remained stable and was recovering from the minimal vascular intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a conclusive cause for the reported single leaflet device attachment (slda) could not be determined in this complaint. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported worsening mr was due to slda. The reported additional therapy/non-surgical treatment appears to be due to a result of case specific circumstances as the patient underwent additional mitraclip procedure to solve the medial jet. There is no indication of a product issue with respect to manufacture, design or labeling. D9 - device available for eval updated from "yes" to "no".

Event description:
(Revised description) it was reported that the index mitraclip procedure was performed on (B)(6) 2012 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr 2. On (B)(6) 2020, a procedure was performed to treat normal development of the disease, mr had increased to 4+, there were mr jets in the medial and lateral position of the previous clip implanted in 2012. The first clip (cds0702-xt, 00901u114) was implanted without problems and leaflet insertion assessment was performed per the instruction for use (IFU). After a couple of minutes, the clip appeared to have a single leaflet device attachment (slda). The clip had detached from the posterior leaflet. It was decided to implant another clip (cds0702-nt, 00902u220) medial to solve the medial jet. The clip was placed and during deployment sequence, the lock line was pulled out approximately 25 cm and would not retract any further. The lock line did not work. Therefore, it was decided to deploy the clip and remove the lock line as part of the deployment. During this maneuver, they tried to open the clip and did not open. It was decided to remove the clip to avoid embolism of the clip. A vascular surgeon was required to remove the clip from the vein. Mr remained the same at 4+. The patient remained stable and was recovering from the minimal vascular intervention. Device analysis of the returned steerable guide catheter found that the silicone valve was torn, and flush port was broken. Additional information reported that the valve damage was due to the clip being extracted by the physician at the end of the procedure. Additional information received reporting that on (B)(6) 2021 an additional procedure was performed to place the additional clip that the physician wanted to implant in the medial position of the valve on (B)(6) 2020. The clip was implanted, reducing mr from 4+ to 3. There was no issue during the procedure or allegation against the clip used. No additional information was provided.